Event description:
It was reported that this implantable pulse generator was unable to be interrogated in-clinic. The device was implanted abdominally and had not exhibited interrogation issues with telemetry in the past. The patient was sent to have an x-ray performed to review the system position. The x-ray revealed the device has migrated from its original implant position and the device header antenna appear to be in a position that is shielded by bone. The patient was reviewed by the cardiologist and further steps are still being discussed. The device remains in service. No adverse patient effects were reported.